Event description:
It was reported that during a percutaneous coronary intervention, balloon ruptured occurred. The chronic total occlusion target lesion was located in proximal right coronary artery. The 2.50mm x 12mm emerge balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured below the rated burst pressure. It was suspected that the balloon ruptured because it was caught on the proximal end of the lumen of the guide catheter.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).